Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert observed in the pump history. The issue resolved itself prior to the call, and the pump began charging successfully without affecting the customer's blood glucose level. No change in charging supplies was necessary, and no further assistance was required from technical support.